Event description:
It was reported that the patient had a loss of stimulation sensation and therapeutic effect. The office did reprogramming and impedances were normal. The device was turned all the way up with no results. The system was replaced and the patient was doing well.

Manufacturer narrative:
Product ID 3093-33 lot# v045972, implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3095-10, serial# (B)(4); implanted: 2007 (B)(6); explanted: 2013 (B)(6); product type extension product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4), found it functionally okay with insignificant anomalies. Analysis of the lead, lot #v045972, found all of the conductors broken 4.4 cm from the distal end. Analysis of the extensions, serial #(B)(6), found the #0 distal connector slightly twisted. There was no significant anomaly and it had no impact on the performance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.